Manufacturer narrative:
Investigation conclusion: evaluation of the patient¿s submitted log file confirmed multiple no external power alarms; however, a specific cause could not be conclusively determined through this evaluation. The submitted controller event log file contained data from (B)(6) 2018 to (B)(6) 2018. Throughout the log file there were multiple no external power alarms which appeared to be the result of a loss of ac power to the patient¿s mpu. During the no external power events, the patient operated on their backup battery and pump support was not affected. The alarms each resolved when ac power was restored to the patient¿s mpu. (B)(4) was not returned for evaluation. Review of the device history records revealed that (B)(4) was manufactured with the v-lock ac connector. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 4 months, 6 days (calculated from manufacturing date). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that few low voltage alarms were noted upon interrogation. The patient stated that batteries were appropriately changed and clips were clean. The manufacturer's technical service representative reviewed the log file and found no external power alarms while connected to the mobile power unit (mpu) which is caused by power cord coming loose from the mpu or wall outlet. The research coordinator stated that the patient did not notice the power cord coming loose from the wall or the back of the mpu.